Event description:
It was reported the patient's scs system lead was exhibiting high impedance. Surgical intervention was taken and the physician noticed the lead was physically damaged and appeared to have been cauterized at some point. The lead was successfully replaced and the issue addressed.